Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error alarm on their insulin pump. The customer's blood glucose level at the time of incident was 107mg/dl. Troubleshoot was conducted. The customer reports the presence of motor position encoder error. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed motor test. We were unable to verify alarm in the alarm history due to history file overwritten with alarms. The insulin pump alarmed due to a corrupted history file. The insulin pump received with cracked case at the display window corner, cracked case at the reservoir tube window corners, minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.